Manufacturer narrative:
Approximate age of device: 1 year, 3 months. (B)(4). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of elevated lactate dehydrogenase (ldh) and suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a large, denatured thrombus ring adhered to the inlet bearing ball and inlet bearing cup. The inlet bearing cup had been unseated from its bore of the distal-side of the inlet stator during disassembly. The thrombus ring appeared to have developed in laminated layers, which indicates that it was present while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevations in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on approximately (B)(6) 2015 with signs of heart failure, worsening shortness of breath and hematuria. The patient's lactate dehydrogenase level was up to 6500u/l. The patient had no changes in lvad settings. A CT-angiogram was negative, and an echocardiogram confirmed flow through the aortic valve. The patient was put on a heparin drip, that was later changed to argatroban and integrilin. The patient continued to decompensate and underwent a pump exchange on (B)(6) 2015 for suspected device thrombosis.